Event description:
Pt admitted with infection left subclavian cardiac pacemaker. They had follow up twice in the first week after pacemaker implantation. Their pacemaker site was benign. Cardiac functions were normal. Pt started having redness and swelling around the pacemaker site for 2-3 days prior to admission. Fever present and recorded at 103.9 on admission. The pacemaker was removed. Pt had a temporay pacemaker placed from the right internal jugular vein. After 4 days of IV antibiotic therapy, pt clinically improved but continued to have a temperature ranging from 99 to 101. Pt was transferred for further management.